Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a perforation in the left circumflex coronary artery. The 3.5x26 mm graftmaster covered stent could not cross to treat the lesion due to the anatomy. There were no adverse patient effects and there was no clinically significant delay in the procedure. Another graftmaster covered stent was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection and dimensional analysis was performed on the returned device. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.